Manufacturer narrative:
This report is submitted on march 11, 2021.

Event description:
Per the clinic, the patient experienced issues with magnet retention. The patient was placed under a general anaesthetic on (B)(6) 2021, in order to thin the skin flap. Clinical management is ongoing. The implanted device remains.